Event description:
The user received questionable nh3l (ammonia) results for one patient sample. The original sample was poured into a false bottom tube due to a low sample volume and generated a result of 151 ug/ml. This result was reported outside the laboratory. The same sample in the same false bottom tube was then tested on cobas c501 serial number (B)(4) with a result of 18 ug/ml. The same sample in the same false bottom tube was then put back on the original analyzer and generated a result of 27 ug/ml. This result was sent as a corrective report. The patient was not adversely affected. The ammonia reagent lot number was 61981001. The field service representative determined the cause was unknown. He performed precision and accuracy checks and stated the unit was operational with no errors.